Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related MFR no. 3008452825-2021-00058; 3005334138-2021-00083. During an atrial fibrillation ablation procedure, a perforation occurred. A routine transseptal was performed to gain access to the left atrium. Once an anatomical map was created, ablation started, and it was noted while maneuvering the ablation catheter that it was sitting outside the anatomical shell. A transthoracic echocardiogram was performed, and there was a large separation in the pericardium. The procedure was aborted and a pericardiocentesis was performed to stabilize the patient. There were no performance allegations against any abbott device.